Manufacturer narrative:
Field service engineer dispatched. Evaluation found a bad switch and a faulty kb interface pcb. Replaced components, calibrated table movements, and tested system. System is operating in accordance with manufacturers specification. Service history reviewed and no similar incidents for this system found.

Event description:
Lift went out on the tabe. During the procedure, the table was raised to check the stone. Unable to return the table to the treatment position. Z-axis did not work. Table worked at the beginning of the procedure but stopped prior to the first shock. Procedure cancelled, will be completed on (B)(6) 2015.